Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed for the device. The assignable cause was undetermined. The device was not returned for evaluation. The current labeling for was found to be sufficient. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported as patient made a mistake/touch contamination. Treatment information was not provided. On (B)(6) 2011, the patient was discharged and was recovering from the peritonitis. The outcome for the patient made a mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided. The nurse declined to provide further information.